Event description:
Healthcare professional reported a xen®45 gts event described as "xen failing due to perceived blockage during early post op period, unable to see [blockage] on gonio assessment" in unknown eye.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.